Event description:
It was reported that occlusion alarms occurred. There was no reported adverse impact to the customer. Reportedly, the customer stopped using the pump. Customer declined to provide any additional information, therefore no information is available regarding method of insulin therapy.